Event description:
Customer reported a result of 890 mg/dl stored in the meter memory of the advantage system, which is outside the meter reading range of 10-600 mg/dl. No actions taken based on device results. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.